Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer post-infarct vsd occluder was selected for implant using a 10f amplatzer torqvue delivery system. The patient prior to procedure was medically unstable with fragile tissue and post-infarction ventricular septal defect. In addition, it was reported there was difficulty obtaining imaging and pericardial effusion in the left ventricle was present prior to the procedure. The dimensions of the effusion were unknown. The physician upsized the device due to the defect size and the fragility of the tissue. The defect was located close to the apex ~1cm and had a very acute angle. During deployment, the left ventricle disc appeared normal when deployed, but once the waist and the right ventricle disc was deployed, the left ventricle disc was very compressed/twisted on fluoro and appeared with a cobra deformation. There was interaction with the ventricular septum during deployment and a kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed. It was exchanged for a new 20mm amplatzer post-infarct vsd occluder and a new 10f amplatzer torqvue delivery system. However, the same compression/twisted/deformation event occurred and the occluder was removed prior to release from the delivery cable. It is suspected the cause of the deformations are due to the acute angle and oversizing. Finally, the device was downsized to a 16mm amplatzer post-infarct vsd occluder and it appeared "much better on fluoro and echo." However, the occluder did not provide complete occlusion. In addition, the patient "had an increase in effusion." Therefore, it was decided to deploy and implant the 16mm occluder; then, pericardiocentesis was performed to drain the effusion. The potential cause of the effusion was the sheath. No cardiac tamponade was observed. The patient was reported to be in the ICU.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the left ventricle disc was very compressed/twisted on fluoro and appeared with a cobra deformation during deployment. The occluder device was downsized to a 16 mm amplatzer post-infarct vsd occluder and that appeared much better on fluoro and echo. Also reported that the patient prior to procedure was medically unstable with fragile tissue; the device was upsized due to the defect size and the fragility of the tissue. Information from field indicated that it was suspected the cause of the deformation was due to the acute angle and oversizing. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It is possible that the oversizing the device may have contributed to device deformation, however this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2981 removed